Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable. It is unknown when the patient lost therapy. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
Corrected data: the initial reporter information was updated to the physician who performed the surgical replacement.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The reported observation of ¿ipg inoperable¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state could not be ascertained. Even though the patient denies having any unrelated procedures, the ipg being in the service app state is consistent with the ipg being exposed to electrocautery.